Event description:
Same case as MFR report #3005099803-2008-00846. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure a balloon rupture occurred. An extractor rx 12-15 mm below retrieval balloon catheter had been selected and advanced to remove stones from the bile duct. During inflation, the balloon burst. Another extractor rx 12-15 mm below retrieval balloon catheter was selected, advanced and inflated, with the device also sustaining a balloon rupture. The procedure was completed with a 3rd extractor rx 12-15mm mm below retrieval balloon catheter. There were no patient complications reported with the patient's current condition listed as "good".